Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unit received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. Analysis was unable to verify battery out limit alarm due to blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and alarmed battery out limit. The customer's blood glucose reading was 362 mg/dl. Friend stated the insulin pump was exposed to salt water. He stated he can't clear the battery out limit alarm, because of the unresponsive keypad. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.